Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The expedium thoracic pedicle probe ¿ curved [product code: 2797-02-040] was not returned for evaluation. DHR review could not be conducted for this device as the lot number is unknown. Lot number was not provided. As a result, without the lot number, a review of the manufacturing records cannot be performed. No emerging trends were found requiring further actions. Without the device we are unable to confirm the reported issue or identify the root cause. No issues could have been identified during the manufacturing and release of this device as the lot number is unknown. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required. If the device is returned at a later date, then this complaint will be reopened and the sample will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned.

Event description:
Instrument broke during surgery. Dr (B)(6) was using the expedium pedicle probe curved to make his preparation for the pedicle screw. As he was doing this, he broke the tip of the probe off. The tip was removed without incident for the patient.